Event description:
While using the ureteral catheter there were yellow flakes left behind by the catheter. Upon further evaluation by the doctor, the yellow flakes were the same color as the catheter. Both the catheter and stent were replaced with no further issues.